Event description:
Dealer is stating that the wire was pulled from the left motor, saying when you remove the shroud the wiring is just hanging there. Dealer is not aware of when or how this happened.